Event description:
Nurse tried to remove foley catheter but was unable to deflate balloon. Urologist consulted and added 5cc into balloon but it didn't work. Removed fill valve and that didn't deflate balloon. Stylette from whistle top catheter was run down channel and fluid was drained from balloon and foley removed. Procedure done at bedside by urologist.